Event description:
Additional information received indicated that a 72-hour external cardiac rhythm monitoring performed approximately 1 month prior to the pulmonary valve implant did not reveal suspicious results. There was no clinical history of arrhythmias. The valve was implanted in the annular position with no concern of the fit analysis. Per the physician, presumably the implant depth contributed to the arrhythmia. The event remained unresolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the arrhythmia first occurred post-procedure and remained ongoing. Prior to the implant, the patient's electrocardiogram (ECG) showed normal sinus rhythm without conduction abnormalities. The ECG after the procedure indicated persistent cardiac arrythmias. The pre-implant echocardiogram showed severe pulmonary regurgitation (pr) and moderate tricuspid regurgitation (tr). The post-implant echocardiogram at discharge showed no pr or paravalvular leak and mild tr.

Manufacturer narrative:
Updated data: b5. E1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the non-sustained ventricular tachycardia event resolved.

Manufacturer narrative:
Corrected data: h6. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that hospital discharge occurred 7 days following the valve implant. A rhythm life vest was prescribed for 3 months.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Imaging review: pre-implant echocardiographic, computed tomography (CT), and magnetic resonance imaging (MRI) images were reviewed. Severe pulmonary regurgitation was noted. The gradient across the pulmonary valve was not measured, but the peak velocity was <(><<)> 2.0 meters per second (m/s). Moderate tricuspid regurgitation with an estimated right ventricular systolic pressure (rvsp) of 30 mmhg+ central venous pressure (cvp). Right ventricular (rv) enlargement was noted. No arrythmias were noted in imaging, however echocardiography is not an evaluation of patient rhythm. A discharge echocardiogram dated march 16, 2026 following the transcatheter pulmonary valve implant was reviewed. The transcatheter valve appeared to be positioned in the annulus with a gap in apposition on the inflow portion of the device. There was no evidence of central pulmonary regurgitation. There was possible trace paravalvular leak (pvl). The peak gradient across the pulmonary valve measured 24 mmhg and the mean gradient measured 14 mmhg. Mild tricuspid regurgitation with estimated rvsp 25 mmhg+ cvp. Occasional premature ventricular contractions (pvc) were noted in the imaging, however echocardiography is not an evaluation of the patient rhythm. In conclusion, the imaging was consistent with a transcatheter pulmonary valve post implant in the annular position. The echocardiographic imaging identified a visible gap in apposition on the inflow portion of the device with a possible trace amount of pvl and no obvious central regurgitation. There was occasional ectopy, however echocardiography is not an evaluation of the patient rhythm. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter pulmonary valve with the harmony-25, the patient experienced repetitive episodes of non-sustained ventricular tachycardia. An intravenous anti-arrhythmic medication was administered as treatment for the arrhythmia, and the patient's hospitalization was prolonged, including a stay in the intensive care unit. Per the physician, the arrythmia was causally related to the valve and the implant procedure.

Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: harmony-dcs; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.